Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sram was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would not boot up and had a check sum error message. No patient injury was reported.